Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: lot number was unknown. So, manufacturing record review was not available. A search of complaints revealed for the product family was conducted based on the previous 12 months. A total of seven complaints were found, however, a product deficiency was not determined. Conclusion: based on the results of the investigation there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event: unknown, information not provided. Lot number is unknown, not provided. UDI number is unknown as the lot number was not provided. Expiration date is unknown as the lot number was not provided. Manufacturing date is unknown as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a consumer noticed mold in her lens case and did not use it. She bought a new package of oxysept just for the new lens case. She was unable to provide the date of event. It was noted the directions for use were followed, however it unknown when the product was first opened for use. No further information was provided.